Event description:
During pt treatment, the ventilator lost pressure and the driver stopped with "all alarms on". The pt was handbagged, then placed on another 3100a without compromise. Users checked the original 3100a off-pt with a different pt circuit and found it performed correctly.